Manufacturer narrative:
Exemption number: e2014018. The actual complaint sample was returned for evaluation, a supplemental report will be forwarded at the completion of the investigation. This is associated with 400384763-9610612-2018-00188

Event description:
It was reported that the patellae was much worn; the concern was in the breakage of the x-ray marker ring. It was noted that the insert has worn but also appears to have delamination of the material. The surgeon's plan was to remove the patellar dome and the broken metal ring and then resurface the patella. Or, if surgeon encounters difficulty in retrieving the metal at the back of the knee, a revision from the removal of the tibia and femur in maybe performed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018 investigation: the components have been visually and microscopically. The case was discussed with a specialist from product management. The patella x-ray marker of the nn481 is broken. Furthermore, the patella implant shows strong wear marks, one sided friction marks, therefore we assume that the patella was not in the intended position. Due to this damage, the patella x-ray marker broke into two pieces. Three anchorage pins are also broken off. The nn222 also shows visible wear marks and delamination on the gliding surface. We assume that these war marks (third body wear marks) were caused by the broken piece of the ring which entered the sliding surface between the inlay and the femur component. According to the product management the condition of the nn222 is not unusual after nearly 10 years implanted. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. We assume that the failure is not product related. Rationale: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error can be excluded. Afterwards it is not possible to determine why/since when the patella component was not in the intended central position. According to the product management the condition of the explanted nn222 columbus cr std glid> surface t2/2+ 12mm is not unusual after nearly 10 years of implantation. No CAPA necessary. Associated medwatch: 9610612-2018-00188.